Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and accuracy testing of alinity I stat high sensitive troponin-I reagent, lot 80168ud00. Review of tracking and trending for the alinity I free t4 assay did identify slightly increase in complaint activity related to the complaint lot 80168ud00, however, no increase in complaint activity was identified for list number 08p13. Device history record review did not identify any non-conformances, potential non-conformances or deviations with the complaint lot and issue. Accuracy testing was completed with a retained kit of the complaint lot 80168ud00. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no system issue or deficiency of the alinity I stat high sensitive troponin-I reagent, lot 80168ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on a two patients. The results provided were: on (B)(6) 2026 patient 1:sid (B)(6): 22yrs old female: initial= 68 ng/l /repeated = 1.3, 0.6 and 1.2 ng/l /previous results on (B)(6) 2026 = 2.4, 02,01 and 0.0 ng/l. Redrawn and repeated sid (B)(6) = <2.0 ng/l /repeated = 0.5, 0.7 and 0.1 ng/l. Redrawn and repeated on (B)(6) 2026 sid (B)(6) = <2 ng/l /repeated=0.0, 0.0 and 0.0 ng/l. On (B)(6) 2026 patient 2: sid (B)(6): 50yrs old male = 84 ng/l /repeated = 5.1, 5.5 and 5.4 ng/l /result from previous drawn on same day = 6.0, 6.2, 7.6 and 7.3 ng/l. Redrawn and repeated sid (B)(6) = 5.0, 7.8, 8.1 and 8.3 ng/l. Laboratory reference range for troponin: female = < 16.0 ng/l; male = <35 ng/l. The precision data provided was generated across multiple patient samples and were used only for troubleshooting purposes. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I results on a two patients. The results provided were: on (B)(6) 2026 patient 1:sid (B)(6): 22yrs old female: initial= 68 ng/l /repeated= 1.3, 0.6 and 1.2 ng/l /previous results on (B)(6) 2026=2.4, 02,01 and 0.0 ng/l. Redrawn and repeated sid (B)(6) =<2.0 ng/l /repeated=0.5, 0.7 and 0.1 ng/l. Redrawn and repeated on (B)(6) 2026 sid (B)(6) =<2 ng/l /repeated=0.0, 0.0 and 0.0 ng/l. On (B)(6) 2026 patient 2: sid (B)(6): 50yrs old male=84 ng/l /repeated=5.1, 5.5 and 5.4 ng/l. /result from previous drawn on same day=6.0, 6.2, 7.6 and 7.3 ng/l. Redrawn and repeated sid (B)(6) =5.0, 7.8, 8.1 and 8.3 ng/l. Laboratory reference range for troponin: female= < 16.0 ng/l; male= <35 ng/l. The precision data provided was generated across multiple patient samples and were used only for troubleshooting purposes. There was no reported impact to patient management.